Manufacturer narrative:
Model number/catalog number: sc-2408-56. Serial number: (B)(4). Batch/lot number: 20361053. Model/catalog description: avista MRI perc lead kit 56 cm. Model number/catalog number: sc-1200. Serial number: (B)(4). Batch/lot number: 19866809. Model/catalog description: precision montage MRI ipg sterile kit.

Event description:
A report was received that the patient was experiencing pain at the anchor site when she bends forward. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1200 sn (B)(4). Device evaluation indicated that the device passed all tests performed. Sc-2408-56 sn (B)(4). It was reported that this patient was suffering from discomfort/pain at the anchor site when she bends forward. The lead body was cleanly cut. The device damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was experiencing pain at the anchor site when she bends forward. The patient underwent an explant procedure.